Event description:
Related manufacturer report number: (B)(4). It was reported that the patient presented for remote follow-up via melin.net. A review of the transmission revealed recorded episodes of inappropriate automatic mode switch caused over-sensed noise exhibited by the right atrial lead. Also present were episodes of noise reversion that resulted from right ventricular lead noise. No interventions were made. The patient was stable.